Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump vibrate was too low when customer would interact with the pump touchscreen. There was no reported impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.